Event description:
It was reported that this right atrial (ra) lead exhibited noise signals. It was suspected to be caused by lead damage. Troubleshooting options were discussed and recommended. At this time, the product remains in service and no adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).